Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set back flowed. The event occurred during a 30-minute carboplatin (666mg diluted in 250ml of 0.9% sodium chloride) infusion via gravity. There was no patient injury or medical intervention associated with this event. No additional information is available.